Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. Customer's blood glucose value was 118 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they did receive a low battery alert prior to the off no power alert. Customer states this was occurred second time. The device will be return for analysis.